Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has stored numerous non-sustained episodes due to oversensing of some type of mechanical noise. One episode did result in a shock. That particular electrogram was recorded over so it is not known whether the shock was appropriate or not. Noise could not be reproduced with valsalva, push-pull arm movements, or pocket manipulation.